Manufacturer narrative:
Field service reseated the ac cable to the stellaris unit. The ac cable was loose. Unit was returned to service.

Event description:
The user facility reported their stellaris system shut down during surgeries. No patient injury was reported.